Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number dyazac057 showed no other similar complaint(s) from this serial number.

Event description:
It was reported that the image resolution degraded and now is very grainy and especially difficult when attempting to place peripheral IV's.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: during initial evaluation of the system at the service facility, the reported problem could not be reproduced while scanning with the ultrasound phantom. However, further evaluation showed that movement of the probe cable increased image interference, which confirmed the reported poor image quality issue. The root cause was found to be an internal failure in the probe. No other issues were found with the device.

Event description:
It was reported that the image resolution degraded and now is very grainy and especially difficult when attempting to place peripheral IV's.